Event description:
The patient reportedly experienced sound quality issues followed by a decrease in performance with her device. External equipment was exchanged, however, the problem was not resolved. A CT scan showed normal results. Surgery to explant the patient's c1 device will be scheduled.